Manufacturer narrative:
Concomitant products: product ID : 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1.34 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome, lumbar radiculopathy, and spinal pain. It was reported that the patient was not the best historian with regards to obtaining information on what actually happened. The patient either fell against the wall or a door handle. It was noted that the patient was disoriented at times and lived with his daughter who also had a fulltime job. The patient called the hcp¿s office and stated that he heard a pop when he fell and prior to the fall his pain was being controlled but after the fall his pain returned. On (B)(6) 2021 the hcp performed a dye study in his office, and it showed dye underneath the pump. The catheter tip was seen on x-ray and had not pulled down. The patient was then taken to surgery where it was discovered that the connecting collet had been broken. It was noted that the patient was not over weight and the hcp suggested that where the collet was positioned close to the hip bone that when the patient fell against the wall/door handle the collet was damaged and broke at that time. The catheter was revised.